Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set leaked during use. The following information was provided by the initial reporter: "leaks, waste of product that does not work".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-mar-2023. H.6. Investigation summary: the customer reported product leaks, and returned one used sample. The sample was separated below the drip chamber and the complaint is verified. The root cause was found to be insufficient solvent applied during assembly. There is an ongoing project in the plant to address drip chamber separation issues in this material. The project is working on the solvent dispenser and adjusting the process. Device history record review for model 10802688 lot number 22089143 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The reported lot# h370108026 was not found for the reported catalog# 10802688. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set leaked during use. The following information was provided by the initial reporter: "leaks, waste of product that does not work".